Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump reset unexpectedly. Additionally, it was reported that resistance was felt when filling the cartridge during the load sequence. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. Customer's blood glucose ranged from 162-269 mg/dl.